Manufacturer narrative:
Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA. The third party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA. Supplemental information: the third party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The third party service provider reported that the device would not charge defibrillation energy and there were event codes logged in the memory. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.